Event description:
The facility reported a fail code 812:02. Info was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter attempted to obtain info, details were not available regarding add'l contact info. The hosp rep stated that there were no reports of pt injury or medical intervention associated with this event.

Manufacturer narrative:
Eval summary: the reported condition of fail code 812:02 was confirmed. Inspection of the device revealed damaged gears.